Manufacturer narrative:
H4: the lot was manufactured between june 1, 2023 and june 2, 2023. H11: the actual device was received for evaluation with 96ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. Based on the evaluation result, the infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was unable to prime. After the device was filled with normal saline, it was observed that the air would not be discharged from the tubing. This occurred prior to patient use. There was no patient involvement. No additional information is available.